Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned and analysis found no evidence of anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the pump was used to deliver gablofen.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving lioresal (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included a spinal cord injury, chronic pressure sores and being trach/vent dependent. The patient's concomitant medications were not reported. On (B)(6) 2016, the patient experienced an infection. On (B)(6) 2016, the hcp observed the infection. Cultures of the pump pocket drainage were taken, but the results were not reported. The cause of the infection was not determined. On (B)(6) 2016, the catheter and pump were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.